Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had fainted on the floor and thought that the device had went off. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that the patient was monitored and have received appropriate anti-tachycardia pacing (atp) therapy but there were no shocks delivered. The symptoms were connected to frequent ventricular tachycardia (vt) issues and device function remains normal. Close monitoring of the patient is still continued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had fainted on the floor and thought that the device had went off. To date, this device remains in service. No adverse patient effects were reported.